Manufacturer narrative:
Final device analysis results reveal three conductor wires are broken; the fractures are seen located 17.4-mm from the distal end on conductor wires 0, 2 and 3.

Event description:
The pt reported therapy decrease and loss of stimulation following 16 months implant duration. Telemetry was checked at follow-up and high impendances were detected. The report shows that lead fracture was suspected and the product was explanted and replaced in 2006. Following device replacement, the pt rec'd adequate stimulation. No add'l pt complication has been reported. The product was retrieved and returned to the manufacturer for analysis.